Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a bicuspid native valve, an echocardiogram showed severe paravalvular leak (pvl) due to the valve being constrained by calcium from the native valve. Post-dilatation balloon aortic valvuloplasty (bav) was performed twice but did not reduce the pvl. A second valve was successfully implanted valve in valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was due to the valve being constrained by calcium from the native valve, as it was reported by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.